Event description:
Report of explant of devices due to "infection at pump site x2" rec'd per annual device tracking report. F/u with hcp revealed the pt had devices explanted 2000 - exact date not provided and a new system implanted the following month. The pt experienced redness, swelling, drainage, and incisional wound opening. The infection has located at the device pocket and it was unknown if a culture was taken. The infection has resolved.